Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture was able to be confirmed. Based on a visual and functional inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure, a 2.0 x 60/150 armada 0.014 balloon dilatation catheter (bdc) was advanced, with no noted resistance, toward a lesion located in an unspecified below-the-knee vessel. The armada balloon ruptured during the first inflation to 8 atmospheres. The armada was withdrawn from the anatomy with no noted resistance and the procedure was completed using a new armada bdc. There was no reported adverse patient effects. There was no reported clinically significant delay in the procedure. No additional information was provided.